Manufacturer narrative:
Mayfield infinity skull clamp (a1114) was returned for evaluation. The reported complaint was confirmed from the evaluation. The index knob is difficult to turn. Evaluation showed residue build-up in the lock making it difficult to open and close. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3004608878-2021-00405. A facility reported that mayfield infinity skull clamp (a1114) does not lock/or unlock, knob was stuck. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.